Event description:
Caller reported a continuous glucose monitor (cgm) error. Blood glucose level did not experience any adverse impact. After resetting the pump, caller successfully started a new sensor session, and the cgm error was resolved.